Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12139. It was reported that the patient presented in clinic for a follow-up with complaints of syncope. Interrogation revealed that the right ventricular lead exhibited high capture thresholds. Loss of capture was also noted, but it is unknown if this was due to the right ventricular lead or the pacemaker. The lead and pacemaker were explanted and replaced. The patient was stable.